Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set and cartridge. While loading the cartridge, no insulin was observed exiting the tubing. Customer changed the cartridge and the issue was resolved. Customer's blood glucose was 107 mg/dl.